Event description:
It was reported that during insertion, they had blood leak in the psi after the swan was inserted. They noticed there was blood in the cath-guard. Once the catheter was removed it kept leaking. It stopped by itself, but after a while. There was no delay in treatment and no pt death or complications were reported. Follow up info received (B)(6) 2012 states the hospital is using an edwards 7fr swan catheter, which is the same they have used in the past.

Manufacturer narrative:
(B)(4). Sample will not be returned.